Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental #1 filed medwatch report, a user facility medwatch report was received stating: at conclusion of cardiac catheterization, unable to retrieve perclose device after deployed (much resistance). Patient to surgery for removal. Device usage problem: device malfunction- that is, the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the closure device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported difficult to remove the device appear to be related to noted foot displacement with the bent actuator wire. The investigation was unable to determine a conclusive cause for the noted foot displacement and the bent actuator wire. The patient effect (tissue damage), surgical treatment, and delay in procedure appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a non-stemi percutaneous coronary intervention with stenting procedure. Reportedly, the proglide device could not be removed from the artery and the patient was sent to surgery. The proglide device was surgically removed. The artery was repaired and hemostasis was achieved. There was a clinically significant delay in the procedure due to the surgical removal of the device and the repair of the artery. The operator is reportedly trained in the use of the proglide device. No additional information was provided.